Event description:
It was reported that shaft break occurred. The 95% stenosed, 3.5-4.5mm x 36-38mm, target lesion was located in the moderately tortuous and severely calcified right cornary artery. A 3.50 x 38 synergy drug-eluting stent was advanced for treatment. However, during the procedure, it was noted that the stent delivery shaft was fractured. The procedure was completed with another of the same device. There were no patient complications nor injuries reported and the patient status was stable. It was further reported that the stent was not fractured, it was just kinked.

Manufacturer narrative:
Device is a combination product. Describe event or problem updated.

Manufacturer narrative:
Device is a combination product. Describe event or problem updated. Device evaluated by MFR.:synergy ous mr 3.50 x 38 mm stent delivery system was returned for analysis without a manifold. A visual examination of the stent found no issues. There were no signs of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal marker bands. The crimped stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The length of the stent was measured and the result was within maximum crimped stent length measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found multiple kinks and a break 1194mm proximal to the distal tip. The manifold was not returned. The lasercut region is damaged 96mm proximal to the port bond site. A visual examination of the outer and inner lumen and mid-shaft section found no issues. No other issues were identified during the product analysis.

Event description:
It was reported that shaft break occurred. The 95% stenosed, 3.5-4.5mm x 36-38mm, target lesion was located in the moderately tortuous and severely calcified right cornary artery. A 3.50 x 38 synergy drug-eluting stent was advanced for treatment. However, during the procedure, it was noted that the stent delivery shaft was fractured. The procedure was completed with another of the same device. There were no patient complications nor injuries reported and the patient status was stable. It was further reported that the stent was not fractured, it was just kinked. It was further reported that the detachment issue was on the manifold.

Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that shaft break occurred. The 95% stenosed, 3.5-4.5mm x 36-38mm, target lesion was located in the moderately tortuous and severely calcified right coronary artery. A 3.50 x 38 synergy drug-eluting stent was advanced for treatment. However, during the procedure, it was noted that the stent delivery shaft was fractured. The procedure was completed with another of the same device. There were no patient complications nor injuries reported and the patient status was stable.